Event description:
The customer reported control values for red blood cell (rbc) and hemoglobin (hgb) were trending high when using the coulter hmx hematology analyzer with autoloader. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse confirmed the rbc was trending high (within range) on controls; the rbc calibration factor was adjusted, resolving the issue. The fse also identified that the latron scatter was low for both differential and reticulocyte parameters. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and replaced the vcs processor card (pn (B)(4)), performed a vcs calibration, and resolved the event. (B)(4).

Manufacturer narrative:
On (B)(4) 2014, the scatter preamp was replaced. This part was returned for further evaluation. The board was tested at box test level. The results were pass. The complaint could not be duplicated. Cause of the complaint is unknown.